Event description:
It was reported that the pt's leads migrated. The pt had surgery to fix the leads in 2008. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is received.